Manufacturer narrative:
The device history record for the reported lot number, 30375105, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The received sample was not returned with the original packaging. Prior to decontamination, the sample was photographed to show the appearance how it was received. The sample device was examined showing that the tubing had signs of damage and slight discoloration. The damaged piece was also noticed not being returned with the entirety of the tubing. During cleaning and decontamination, a slight build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y-connector (proximal end). No resistance was felt while flushing and some brownish substances were flushed out of the tube. There was a split/tear identified approximately just 2.5cm from 5cm marking towards the distal end tip. At the marked location towards the distal end tip, the tubing appeared to have expanded to form a balloon shape which burst causing a separation of the tube into two pieces. The broken half of tube was not returned. There were thin layers of the material noticed on the ballooned portion of the tube. Breaking point did not exhibit any foreign material residue. Since there was no occlusion felt at the entirety of the tube and flushing of tube was done with no resistance, there was no need to cut the tube to inspect the inner walls. Root cause could not be determined. All information reasonably known as of 27-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "feeding enteric tube ruptured leaving a portion of the tube in stomach/intestines." Additional information received 21-oct-2025 stated an "endoscopy [was] performed within a couple of hours of the discovery. The tip of an ng [nasogastric] tube that had broken off was in the stomach and removed without complications." There was no reported injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 07-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.